Manufacturer narrative:
Section b3: event date is estimated the allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4) serial: (B)(6). Batch: a000098236 it was reported to abbott, a patient started having pain after undergoing cervical ablation without placing the ipg in surgery mode. The ipg would no longer communicate with external device. The rep could not recover the device. Surgical intervention was taken where the ipg as well as both leads were replaced. The leads were replaced with a paddle lead as the patient was not getting as much relief with the existing leads. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-04943. It was reported that the patient experienced a decrease in therapeutic efficacy from scs system. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted, replaced and therapy was restored.